Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on (B)(6) 2013 and performed self-tests up to (B)(6) 2016. The device records power ups under 1 minute duration during this time and would suggest the user was regularly power cycling the device. The device records multiple manual power ups of mainly ten minutes duration between (B)(6) 2016 and the last log entry on (B)(6) 2016. The pad-pak became depleted during this time and a further pad-pak was installed. Investigation found the fault can be attributed to membrane failure due to corrosion. The measurements taken, including the excess current drain would indicate a membrane failure due to corrosion resulting in the device switching on automatically. The device was witnessed switching on automatically while at heartsine. The fault could not be replicated with a new membrane fitted. The corrosion suggests the device had been stored in adverse conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.